Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damaged occurred. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. There was proteinaceous debris observed in the interior and exterior of the valve. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, the patient started experiencing nausea, vomiting and lethargy. It was reported the doctor tried to adjust the valve, but it just kept spinning. It was also reported the device was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient and the patient has currently recovered.